Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu0613 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had a PICC line inserted 4/11. On 5/11 it was pulled out because there was blood leaking from the bulb. They suspected something wrong with the valve. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of bleedback is confirmed. One 4 fr sl powerpicc solo catheter was returned or evaluation. Blood residue was visible within the catheter tubing and hub. The catheter was flushed and was found to be patent to infusion; however, slight resistance was felt due to dried blood residue. Fluid was observed to leak through the hub with neutral pressure. Microscopic observation of the hub revealed dried blood residue present near the valve. The valve was observed to be gaped open. The valve was removed from the hub to be inspected. Dried blood residue was found to be present in between the valve preventing it from resetting into a sealed position likely leading to the presence of a leak. The product instructions for use (IFU) contains information under the ¿suggested catheter maintenance¿ which may have prevented the reported event. The IFU states, ¿flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe¿ and ¿disconnect the syringe and attach a sterile end cap to the catheter hub and tighten securely. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline.¿ since the blood residue interference appeared to have contributed to the reported event of a leak, the complaint is confirmed.

Event description:
It was reported the patient had a PICC line inserted (B)(6) 2011. On (B)(6) 2011 it was pulled out because there was blood leaking from the bulb. They suspected something wrong with the valve. No other information was provided.